Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to normal battery depletion. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic for an unrelated reason, device was found to be in back-up vvi mode. Patient was last seen in 2011 when battery voltage was within range. Device reset due to low battery was suspected. Device was explanted and replaced.